Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped due to oversensing and subclavian crush. It was replaced with a new lead model 125. The generator was electively removed at the same time.